Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 82 58 mm abdominal aortic aneurysm. It was reported that approximately 80 months post index procedure, the patient presented emergently to the hospital with a ruptured aneurysm. A CT was performed, where it was noted that the rupture was due to an endoleak type 1a. It was reported that the chimney technique was performed on the left renal artery (ra), and the right ra (stenosis) was covered. An etcf2525c49ej was additionally implanted from directly below the superior mesenteric artery. The endoleak was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.